Manufacturer narrative:
While no injury was reported, there has been a previous report received where this malfunction resulted in a serious injury. This report is for the first device. The two returned files are broken in the active part (torque). No material defect was found during analysis of the rupture patterns. No unused file is available for evaluation. The batch number is unknown, DHR cannot be reviewed. Root causes are not identified. We will track this kind of event and monitor the trend. For information, this product is manufactured by (B)(4), it's up to vdw to make sure that the product has been used in compliance with dfu.

Event description:
In this event it was reported that two reciproc files broke during use on the same patient. The separated pieces could not be retrieved and were incorporated into the filling.